Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen would turn on and off and would take 3-4 minutes for the pump touch screen to turn back on. There was no adverse impact to customer's blood glucose. Reportedly, customer continued to use current pump for insulin therapy.